Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced leakage event with 4 infusion sets as the tubing was leaking at cannula housing. The infusion sets were used for 1-2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1892773 - MDR 3003442380-2024-09347 - device 1 of 4